Event description:
The patient reportedly underwent several MRI's with the internal magnet in place, causing the internal device to shift anteriorly and the internal magnet to flip. The patient elected to undergo revision surgery to reposition the device and flip the internal magnet. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.